Manufacturer narrative:
This is a similar device report, a similar device of the reported device was sold to us. The reported device is not marketed in the us. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with gb668r - acculan 4 reamer attachment ao-large. According to the complaint description, the attachment gb668 sn (B)(4) jammed during the surgical procedure causing the drill/reamer ga330 sn (B)(4) to smack out of the surgeon's hand. There was no described patient harm. Additional information was not provided. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).

Event description:
Update: patient harm was changed from "unknown" to significant surgical delay.

Manufacturer narrative:
Update: b5: patient harm: based upon re-evaluation, this complaint is no longer considered reportable. The severity remains the same (previously reported), as noted in the evaluation results.

Manufacturer narrative:
Investigation: the investigation was carried out by aesculap technical service (ats). (B)(4)- excerpt from checklist: untypical running noises. Blocks and becomes hot. Gearbox has heavy running-in marks on the planet carrier. Interior (gearbox) shows extremely strong residues. This indicates an insufficient reprocessing in combination with an intensive usage of the attachment, even after this short period of time since last repair/maintenance. No indication for a product failure. Last repair: february 2022. Ga330 excerpt: no deviation could be found. The device works as intended. Batch history review: the device quality and manufacturing history records (DHR) have been checked for the leading device(s) lot number(s) and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The review of risk assessment revealed that the overall risk level (severity 2(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results, the root cause is most probably reprocessing-related. There is no indication for a material-, manufacturing- or design-related failure. Based on the investigation results, a CAPA is not necessary.